Event description:
It was reported that patient stimulator was not working right. The patient had loss of therapeutic effect. It was reported that patient had being working on her symptom since september but had been more severe in the last couple of weeks. It was reported that patient was in so much trouble" with her bladder "it' was pouring". It was noted that she had no retention and went through a pack of 16 diapers a day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va01k4p, implanted: (B)(6) 2012, product type: lead. (B)(4).